Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a lavh procedure, the device's tissue pad broke off inside the patient and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device will not be returned.